Event description:
The user facility reported a 76yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that while attempting to reposition the impella with tee, the placement signal was noted to show that the device had been pulled across the aortic valve and into the aorta. Several attempts were made to reposition the impella. It was then decided to abort repositioning and not to implant the device due to the risk aortic dissection as well as bleeding complications that the patient was exhibiting.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. Data logs showed recurrent "suction" alarms before the placement signal waveform rapidly became aortic. Soon after the "impella position in aorta" alarm occurs and all pump performance metrics suddenly drop to 0. No damage or abnormalities were found on the returned pump. After reviewing the clinical information, it was determined that the cause of the positioning issue was wireless re-access. The impella device is not indicated for wireless re-access. This report is being filed as part of a retrospective review of historical records.